Event description:
The disposable loading unit was used with a stainless steel instrument during a pneumonectomy. Reportedly, the staples did not form properly and a significant ammount of blood was lost. The surgeon manually sutured the applications site. The pt required a blood transfusion. The hosp has reported that pt's condition is satisfactory. Device expiration date is indicated as 5/31/2001.

Manufacturer narrative:
6/6/97-supplemental report #1 submitted to FDA.